Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had reverted to the setup mode. It is not clear as to when the alleged meter issue began. As a result of the reported issue, the pt reportedly administered self-care by taking an extra 5 units of humalog insulin. The pt claimed that he developed unspecified "low sugar symptoms" because of the meter issue at 4:00 am (est). However, it is not known what date the symptoms developed. The pt denied receiving medical intervention from a health care provider. He was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, his diabetes management regimen, approx. How long ago the meter issue started, what symptoms he had, and approx when the symptoms developed. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, why the pt took an extra 5 units of insulin, and what his last successful reading was before the meter issue began. The reported meter issue apparently occurred after the pt replaced the meter's battery. The one touch customer advocate (otca) walked the pt through setting up the meter's settings. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms of low blood glucose after the alleged meter issue began. It is not known what specific symptoms the pt had or what duration of time the alleged meter issue had occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.